Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. No blank display noted during monitoring. No anomaly/damage found on the electronic/battery tube assembly. Cracked on battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced a blank display and then received a button error alarm. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 349 mg/dl. Customer was advised that insulin pump would need to be replaced.